Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is suspected of premature battery depletion as the battery life has been under seven years. The device was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead had high impedance, short v-v episodes, and noise. A lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.